Event description:
On (B)(6) 2013, the customer reported that this right atrial (ra) lead was fractured. Oversensing and impedance issues were also observed. No pacing inhibition was noted. The ra lead was surgically abandoned (capped). No adverse patient effects were reported. The lead was actively implanted for approximately 14 years, 8 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.